Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - it was necessary to remove the implant because patient presented paresthesia, due to implant installation too close to inferior alveolar nerve.